Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported the autopulse li-ion battery (B)(4) immediately dies when inserted into the autopulse platform. The status leds of the battery illuminated a flashing green, indicating the battery has exceeded its service life of three years from the date of manufacture; however, it was fully charged. The battery was manufactured in 10/16/2017. The platform functions as intended with a known good battery. No patient involvement.